Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up and down arrow keypad buttons were sticking and unresponsive. The reporter denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp rag. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow keypad button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of keypad contamination found under all of the keypad buttons. Unrelated to the complaint, evaluation revealed a scratched lens, which has no effect on insulin delivery function. The pump was missing the piston cap.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.